Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 3mm proximal of the distal markerband and extending approximately 7mm proximally across the balloon material. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated 6-8th times within 30-40 seconds. However, the balloon ruptured at 10atm. The device was removed with the use of sheath. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated 6-8th times within 30-40 seconds. However, the balloon ruptured at 10atm. The device was removed with the use of sheath. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.